Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient during a three (3) month CT follow up that showed what appeared to be a type iii b endoleak near the crotch of the graft. In addition, air bubbles were also noted to appear around/near the graft that could be possible graft infection. Physician plans to reline the afx2 graft with ovation graft. The secondary procedure was performed on (B)(6) 2018, and the type 3b endoleak was fixed by re-lining with ovation. Procedure went well. No further information provided on patient condition.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was able to confirm the reported type iiib endoleak of the main body . The complaint is most likely anatomy related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. In addition, the evaluation of the possible infection reported could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: event: please update adverse event product problem (describe event or problem) suspect medical device (operator of device)-remove physician and add health professsional

Event description:
Patient was initially presented with a ruptured aaa that was treated with afx2 back in november 2017. Following the patient's one (1) month follow up, patient's CT looked great at the time. However, on (B)(6)2018, endologix was made aware that during the patient's three (3) month CT follow up, physician observed what appeared to be a type iii b endoleak near the crotch of the graft. In addition, air bubbles were also noted to appear around/near the graft that could be possible graft infection. Physician elected to do secondary procedure on (B)(6)2018, and the type 3b endoleak was fixed by re-lining with ovation. Procedure went well. No further information provided on patient condition.